Event description:
Same case as: 2134265-2015-04895. It was reported that a burr became stuck on the rotawire. A 1.75mm rotalink¿ plus and a 330cm rotawire were selected and advanced to treat the severely calcified coronary artery. During withdrawal, the rotawire was stuck with the rotalink¿ plus. The device were removed together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).